Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented through merlin.net transmission after receiving a vibratory alert for high, out of range, low voltage lead impedance on the left ventricular (lv) lead. The patient was brought into the clinic for further evaluations on (B)(6) 2019. The patient is pacemaker dependent but did not present with any symptoms related to the out of range impedance issue. Upon interrogation, high capture threshold was also observed. Programming changes were made. The impedance was in range and the threshold showed reasonable value after the programming changes. The patient was stable throughout the event and will continue to be monitored via merlin. Net.